Event description:
The customer reported noticing intermittent "cartridge chemistry (cc) cuvette not dry" and "reagent delivery subsystem motion errors" from the unicel dxc 600i synchron access clinical system. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone. The cts advised the customer to prime reagent subsystem and the customer observed deionized water leaking from the reagent syringe barrel. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and eye protection at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer evaluated the instrument and indicated that the brown nut at the base of the syringe barrel was loose. The customer technical support (cts) advised the customer to tighten the brown nut to resolve the leak and prime the system verify the repair. The customer did not observe any further leaks after tightening the syringe nut. Failure mode of the event is attributed to a loose reagent syringe and the issue was resolved by the customer with the help of a beckman coulter cts over the telephone. Beckman coulter internal identifier for this report is (B)(4).